Event description:
A pump with failure code 804:22. This failure code occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative.